Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, during intraocular lens implant procedure, the iol noted to be scratched after insertion. Additional information was received that, as per surgeon¿s opinion the iol may have not seated when pushing forward/loading. The patient had corneal edema. The iol was exchanged in a secondary procedure. Patient was not hospitalized due to the event. Patient's issues got resolved. Visual prognosis was good.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Information was provided that the surgeon felt the iol may have not seated when pushing forward/loading. The instructions for use (IFU) instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Failure to follow this step may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.5. And e.4. Correction: on initial MDR, e.4 was submitted as unknown. This should have been "no" the manufacturer internal reference number is: (B)(4).

Event description:
The lens was removed and replaced with a back up during the initial procedure.